Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter is confirmed and was determined to be manufacturing related. One 4 fr single lumen groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. An initial visual observation showed use residue on the returned sample. When the sample was flushed and pressurized with a 12 ml syringe of water, no leaks were found, and the catheter was found to be patent to infusion and aspiration. When the catheter was filled with water and then held vertically with its luer hub up, water was observed to drip consistently from the valve. A microscopic observation revealed the catheter valve appeared to be curved near its center and deviated slightly from the centerline. The investigation has been forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when in use, the catheter was found leaking fluids. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx0138 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when in use, the catheter was found leaking fluids.